Manufacturer narrative:
When the biomed tech received the ventilator, it would not turn on. The power board had a blown fuse and the battery was completely drained. The power board was replaced to correct the reported problem.

Event description:
According to the field service biomed tech, the ventilator came in with a complaint that it would not charge and it shuts down. Per the patient's father, the patient was using the vent on his wheelchair with the power cord plugged into the ac power outlet. The ventilator started alarming low battery. He tried a different outlet as well as the dc power cable but the unit continued to alarm low battery. The ventilator wasn't getting power from any source they tried. They took the patient off of the ventilator at that point. When the rt arrived the following day to exchange the ventilator, he turned it on to verify that the unit was not getting power from an external source. At that point, the ventilator was turned off and it constantly turned itself back on after the rt repeatedly turned it off. No patient harm reported.